Event description:
It was reported that pump displayed malfunction alarm code. Customer¿s blood glucose (bg) level was 455 mg/dl. Technical support guided customer through pump reset, after which malfunction did not recur and customer was advised to continue using pump and to call back if problem happened again.